Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type IV, immediate implant procedure was performed and bone graft was executed. Moreover, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.